Event description:
Per the clinic, the device was explanted due to an unknown reason (date not reported). Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
Correction: the correct device serial number is (B)(4) not 3010140018623 as previously reported. This report is filed on march 07, 2017.